Event description:
It was reported that stent dislodgement occurred. A 5.0mmx19mmx150cm express vascular sd stent was selected for treatment. However, during unpacking, the physician noticed that the stent was almost deployed and was not secure outside the patient. The procedure was not completed due to another reason. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device eval by manufacturer: the express sd balloon catheter was returned for device evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon is still tightly folded and the stent is still in the manufactured position on the balloon. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the stent dislodgement.

Event description:
It was reported that stent dislodgement occurred. A 5.0mmx19mmx150cm express vascular sd stent was selected for treatment. However, during unpacking, the physician noticed that the stent was almost deployed and was not secure outside the patient. The procedure was not completed due to another reason. No patient complications were reported and the patient status was stable.